Manufacturer narrative:
Date of event - estimated as the aware date as the event date is unknown.

Event description:
It was reported that a patient experienced thrombosis and sepsis. It was reported via social media that a patient had a watchman closure device implanted. The patient developed a bad reaction to the watchman and developed thrombosis and sepsis. Additional hospitalization was required. No further information is available at this time.

Event description:
It was reported that a patient experienced thrombosis and sepsis. It was reported via social media that a patient had a watchman closure device implanted. The patient developed a bad reaction to the watchman and developed thrombosis and sepsis. Additional hospitalization was required. No further information is available at this time. It was further reported that the patient's spouse was referring to coumadin and not the watchman. It was coumadin that caused the clots and infection. Therefore, this is not a complaint against the watchman.

Manufacturer narrative:
B3 date of event - estimated as the aware date as the event date is unknown.